Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system with a g7 cgm, with the lowest cgm value of 50 mg/dl for approximately 25 minutes following a meal announcement of a usual dinner; the patient treated with oral glucose and noted they tend to do better without announcing meals, and also expressed concern that current insulin totals with the pump are higher than prior therapy. Symptoms included hypoglycemia. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device component or a specific medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.